Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 185 mg/dl.